Event description:
Pain pump placed and began leaking. Patient returned to surgery for replacement. Manufacturer response for medtronic pain pump, (brand not provided) (per site reporter). Manufacturer's representative took it with them.